Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during a routine clinic visit, a cut was found in the outer coating on the system controller's white power cable. No alarms were noted by the patient or in the patient's controller history. Rescue tape was applied and a controller exchange was planned; the patient would need a limited echocardiography (echo) prior to the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a cut in the outer coating of the white power cable was not confirmed. No product was returned for evaluation and no photos were submitted for review. Multiple requests for additional information (including if the controller was exchanged and if product will be returned for evaluation) were made; however, no response was received. This file will be reopened if the controller is returned at a later date. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller power cables and power cable connectors. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a cut in the outer coating of the white power cable was confirmed. Visual inspection of the returned system controller (serial number: (B)(4)) revealed multiple cuts in the outer jacket of the white and black power cables. The system controller was connected to a test power module, system monitor, and mock circulatory loop for testing and intermittent communication with the system monitor was observed. It was also observed that the downloaded log files did not contain the full number of expected events. Additionally, intermittent power cable disconnect and low voltage advisory alarms activated on the black power cable despite being connected to power. The system controller operated the test pump at the set speed without issue during testing despite the observed alarms and communication issues. The system controller power cables were replaced with test power cables, and the observed communication issue with the system monitor and alarms were resolved. The log files were downloaded again and all log files contained the full amount of expected data. The controller operated on the mock circulatory for an extended period of time without any issues or atypical alarms produced. Evaluation of the returned power cables revealed that multiple wires were electrically shorted to the cable shielding, including the orange (transmission communication) wire in the white power cable and brown (relative state of charge) wire in the black power cable. The outer jacket was removed from the power cables and a green contaminate consistent with fluid ingress was observed. The wires were inspected and cuts in the insulation that exposed the underlying conductor were observed on several wires; this would allow the wire to become shorted to the cable shield. The downloaded controller event log file relevant data spanning 9 minutes (20:16:14 ¿ 20:25:33 on (B)(6) 2023 per the timestamp). The log file captured atypical power cable disconnect alarms on the black power cable due to the relative state of charge (rsoc) voltage dropping to approximately 0v while connected to 14v batteries. Low voltage hazard alarms were also observed due to the atypical power cable disconnect alarm on the black power cable activating while the white power cable was disconnected. The driveline was disconnected at 20:16:38 on 02aug2023 to exchange the system controller. The driveline was not reconnected. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported power cable damage could not be conclusively determined through this analysis. The root cause of the observed intermittent communication issue with the system monitor, log file download issue, and low voltage advisory and power cable disconnect alarms on the black power cable was determined to be due to intermittent electrical shorts in the power cables as a result of the power cable damage. Heartmate 3 patient handbook, rev. C, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C,, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook, rev. C, section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU), rev. C, section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook, rev. C, section 10 and heartmate 3 instructions for use (IFU), rev. C, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU), rev. C, section 2 ¿system operations¿ and heartmate 3 patient handbook, rev. C, section 2 "how your heart pump works" inform the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate 3 instructions for use (IFU), rev. C, section 6 ¿patient care and management¿ and heartmate 3 patient handbook, rev. D, section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.